Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported they were in their glass shower and reached above their head to grab the towel and then the stimulation "went crazy", which was explained to mean it changed to a shock sensation from their right ribs to their feet. They lost control of their legs and collapsed and fell forward through the shower glass door, and it shattered. They were cut all over their body from the top of their head to their feet. They did not require hospitalization as they were able to self treat their wounds. They did have the ins checked and they were told to turn the stimulation down. The mentioned if they arch their back they notice a different kind stimulation sensation. The pt stated the if they need to arch their back while reaching, they just turn the scs off, but the issue is not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.